Event description:
The customer returned the evis exera iii gastrointestinal videoscope to olympus. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air/water tube had a whitish foreign material found inside, and another type of foreign material was found between the plastic distal end cover and the distal end, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material on the air/water tube and between the cover and distal end noted at estimation.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the distal end insulation inspection failed; the distal sheath adhesive was detached; the angle wires were stretched; there was a gap of adhesive on the distal sheath; part of the insertion tube was caught and pinched; the insertion tube became deformed; the objective lens was chipped and cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object; deterioration or discoloration due to chemical stress during reprocessing; and scratching on the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the forceps channel, air/water channel and bending section cover could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material, and no additional event or facility reprocessing information was reported or available, however, the issue was likely the result of improper cleaning/reprocessing by the user. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.